Event description:
It was reported that post op a lap adjustable band procedure, the band slipped to the lower third of the stomach. The pt was having abdominal pain and unable to eat without vomiting. The band was repositioned. The surgeon noticed when repositioning the band, the sutures were missing, so he replicated it with sutures. The pt is doing fine.

Manufacturer narrative:
Date sent: 08/06/2009. Info is unavailable; device was not returned for eval.